Event description:
A distributor in france reported an issue with a pump where the t button required several presses to activate the screen. There was no adverse impact on the customer's blood glucose level. The device is being returned for inspection, and a replacement pump with a new serial number has been provided to the customer. No additional information on the outcome of the event was available.